Event description:
Following a laparoscopic anti-reflux procedure, a pt experienced long-term recurrence of gerd symptoms. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred on (B)(6) 2012. Pt experienced pre-existing gerd symptoms in (B)(6) 2012. Uneventful device explant on (B)(6) 2013. Device found in correct position. Pt underwent second anti-reflux procedure on (B)(6) 2013 to implant a second linx device. Pt condition is well.